Event description:
While drilling for the baseplate screws, the drill bit broke within the patient's scapula. The drill was too far in the extract so surgeon placed shorter screw in the same hole. The drill still in patient.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation. The device inspection was not possible as the product was not returned for investigation. However, based on provided scans, medical expert opinion was asked and the scans confirm that the drill bit is in the subscapularis muscle belly, not embedded in the scapular bone. The shorter screw may stabilize the baseplate if the bio-rsa bone graft fully incorporates. While it is standard for surgeons to drill through the glenoid vault, occasional overshooting into soft tissues can occur, and drill breakage may result from encountering hard materials or excessive flexing. Additionally, an offset drilling angle could contribute to breakage, though without further details, the exact cause remains uncertain. The 3d CT scan further verifies the drill bit near the scapular bone in the right shoulder. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
While drilling for the baseplate screws, the drill bit broke within the patients scapula. The drill was too far in the extract so surgeon placed shorter screw in the same hole. The drill still in patient.